Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, there was contamination on the battery board and the l4 inductor lead was damaged on the bedside board. The cause of the contamination is liquid ingress of an unknown contaminant. The cause of the damaged inductor lead cannot be positively identified. The root cause for the inability to charge properly cannot be isolated between the contamination or damaged inductor. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it would not charge properly.